Manufacturer narrative:
Analysis found channel 4 was not working due to p/I board failure. Replaced p/I board and broken enclosure box stand off with broken cable clip then engrave refurbished UDI number/serial number on p/I box. The item was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported that the interface was not working. There was no known patient impact reported.